Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an alert for a high out of range right atrial (ra) pace impedance measurement as well as noise and oversensing of the rate response trend (rrt) sensor on the ra channel. The ra lead is not a boston scientific product. The ra impedance was noted to have recently exhibited a small increase, but the current impedance trend now shows intermittent high out of range (oor) measurements greater than 2000 ohms. Boston scientific technical services (ts) indicated that this issue is likely related to a device header spring contact issue. Ts provided guidance to the healthcare provider (hcp) to consider bringing the patient into the clinic to perform troubleshooting, including isometric and pocket manipulation testing, to attempt to recreate the high impedance measurements. Ts also indicated they may also want to test thresholds as well. In addition, ts suggested to program off the rrt sensor. The hcp indicated they would review the issue with the clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an alert for a high out of range right atrial (ra) pace impedance measurement as well as noise and oversensing of the rate response trend (rrt) sensor on the ra channel. The ra lead is not a boston scientific product. The ra impedance was noted to have recently exhibited a small increase, but the current impedance trend now shows intermittent high out of range (oor) measurements greater than 2000 ohms. Boston scientific technical services (ts) indicated that this issue is likely related to a device header spring contact issue. Ts provided guidance to the healthcare provider (hcp) to consider bringing the patient into the clinic to perform troubleshooting, including isometric and pocket manipulation testing, to attempt to recreate the high impedance measurements. Ts also indicated they may also want to test thresholds as well. In addition, ts suggested to program off the rrt sensor. The hcp indicated they would review the issue with the clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported.